Event description:
It was reported that after a da vinci-assisted splenectomy surgical procedure, the patient experienced "significant" post-operative blood loss which required additional surgery. The customer believes that the cause of the post-operative arterial bleeding was a combination of patient's underlying idiopathic thrombocytopenic purpura (itp) disease and anticoagulation. The patient was discharged and re-hospitalized in another hospital where he underwent for an additional surgery for the post-operative bleeding. The patient was reported to be doing fine. Intuitive surgical, inc. (Isi) obtained the following information from the site: the site/surgeon believes the cause of the post-operative arterial bleeding was a combination of patient's underlying itp disease and anticoagulation. For the transection of vessels during the robotic assisted splenectomy, the surgical staff used "endowrist staple white cartridge¿. There were no instrument collisions during the surgery. The artery bleeding occurred 5 days post-surgery which resulted with a significant amount of blood loss and needed emergency surgery to resolve the issue. There were no intraoperative complications such as bleeding or a malfunction of an isi product reported during the surgery. The patient was discharged and re-hospitalized in another hospital where he underwent emergent surgery for the post-operative bleeding. The patient was reported to be doing fine. There is a video recording of the procedure; however, isi has not received a copy of the video recording for review.

Manufacturer narrative:
Based on the information provided at this time, the site believes the root cause of the customer reported incident is related to the patient's underlying idiopathic thrombocytopenic purpura (itp) disease and anticoagulation. A follow up MDR will be submitted if additional information is received. No RMA is associate with this complaint record since the customer indicated that the stapler instrument and reload(s) that was used for the vessel transection were discarded. This complaint is being reported due to the following conclusion: after a da vinci-assisted splenectomy surgical procedure, the patient experienced "significant" post-operative blood loss which required additional surgery. The customer believes that the cause of the post-operative arterial bleeding was a combination of patient's underlying idiopathic thrombocytopenic purpura (itp) disease and anticoagulation. It was confirmed there was no malfunction of a da vinci system, instrument, or accessory that occurred during the surgical procedure.